Event description:
Customer reported his adc blood glucose meter shuts off after a sample is applied before giving a reading. Customer further reported that due to not being able to test on (B)(6) 2011 around 9:30 am, while he was at a restaurant, he subsequently experienced dizziness, weakness, was losing his balance and was unable to function or walk. He further noted he was going in and out of consciousness. Customer refused emt services and after eating food and drinking juice he felt better. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.